Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with non-sustained right ventricular oversensing events due to some low-level high frequency noise resulting in pacing inhibition recorded by the implantable cardioverter defibrillator (ICD). The oversensing was attributed to myopotential oversensing. Programming changes were discussed. No patient symptoms or additional information was reported.